Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-01739 pertains to the first speedband superview super 7 device and manufacturer report # 3005099803-2018-01740 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7¿ devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device deployed more than one band. It was also reported that there was no audible click when the handle was turned. A second speedband device was used; however, more than one band deployed. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.